Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) noted receiving three shocks. Furthermore, technical services (ts) reviewed the episodes a founded two shocks from two weeks ago. The patient was having a ventricular tachycardia (vt) and was appropriately shock, nonetheless, the device did not converted and rhythm, but accelerated it. Eventually the rhythm broke and converted. This ICD remains in service. No additional adverse patient effects were reported.